Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced occlusion events (B)(6) 2024. The patient went to emergency room and was hospitalized on (B)(6) 2024. The blood glucose level was over 340 mg/dl at the time of event and moderate ketones values and the patient was treated with IV and fluids of saline and insulin and multiple daily injection (mdi). No further information available.